Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as event onset, the patient was hospitalized and began treatment with vancomycin injection (1gm every 4th day, ongoing) and amikacin injection (125mg once a day, ongoing). At the time of this report, the patient was recovering and still hospitalized for this event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that on an unknown date, antibiotic treatment was discontinued, and the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.